Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped per instruction. The md inserted the sheath, but could not insert the iab through the sheath. As a result, the iab was exchanged. There were no reported pt complications.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.